Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-aug-2024. The most recent information was received on 02-sep-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("painful and heavy period (since essures)") in a 37-year-old female patient who had essure inserted (lot no. C26931) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced heavy menstrual bleeding (seriousness criterion medically important) and dysmenorrhoea ("painful period"). In (B)(6) 2014 she experienced listless ("listlessness (almost since the start)"). In (B)(6) 2023 she experienced sleep apnoea syndrome ("sleep apnoea (device at night)"). On unknown date she experienced fatigue ("intense fatigue"), asthenia ("empty days with no energy"), mood swings ("mood swings (bipolarity? Impression that this intensifies over the years)"), bipolar disorder ("bipolarity"), adnexa uteri pain ("pain in the ovaries when I exert myself that feels like contractions (since the beginning)"), hypertension ("hypertension (3/4 years)") and urinary tract infection ("urinary infections") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, heavy menstrual bleeding, dysmenorrhoea, listless, asthenia, mood swings, bipolar disorder, adnexa uteri pain, hypertension, weight increased, sleep apnoea syndrome or urinary tract infection. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Batch no.c26931, production date:2014-02-14, expiration date:2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-sep-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-aug-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("painful and heavy period (since essures)") in a 37 year-old female patient who had essure inserted (lot no. C26931) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced heavy menstrual bleeding (seriousness criterion medically important) and dysmenorrhoea ("painful period"). In (B)(6) 2014 she experienced listless ("listlessness (almost since the start)"). In (B)(6) 2023 she experienced sleep apnoea syndrome ("sleep apnoea (device at night)"). On unknown date she experienced fatigue ("intense fatigue"), asthenia ("empty days with no energy"), mood swings ("mood swings (bipolarity? Impression that this intensifies over the years)"), bipolar disorder ("bipolarity"), adnexa uteri pain ("pain in the ovaries when I exert myself that feels like contractions (since the beginning)"), hypertension ("hypertension (3/4 years) ") and urinary tract infection ("urinary infections") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, heavy menstrual bleeding, dysmenorrhoea, listless, asthenia, mood swings, bipolar disorder, adnexa uteri pain, hypertension, weight increased, sleep apnoea syndrome or urinary tract infection. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.